Manufacturer narrative:
During a thoracentesis, the catheter was inserted and the physician received a fluid return. When the flow switch was connected to the catheter, the fluid return ceased. The physician then inserted a new catheter and attached a new flow switch with good results. No pt injury resulted. The physician reported that the initial flow switch was not working. This flow switch is a component in a custom angio pack. The component is manufactured by angiodynamics. The sample has not been returned for eval. Angiodynamics has been notified of this incident. As the MFR of the component, they will make the determination if any corrective action is indicated. We have not had any other similar incidents reported to us for this device.

Event description:
The flow switch did not allow for fluid return after being connected to the catheter. The catheter was removed and subsequently replaced.